Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber overheated @200,627 joules of use and 21 minutes. The procedure was case was completed using an alternate procedure (turp). Patient outcome: no damage to the patient . - there was no injury reported. Gland volume: 50 ml. Time expended: 21 minutes. Joules used: 200,627.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild char. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.